Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 23 april 2026, that the patient presented with grade 5 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Due to suboptimal echocardiographic imaging, the second clip had single leaflet device attachment (slda) from the anterior leaflet. An attempt was made to deploy a third mitraclip to stabilize the slda clip; however, grasping and capturing of the leaflets was difficult due to sub-optimal imaging. Grasping attempts caused damage in posterior lateral leaflet. As a result, the clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay reported.